Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the root cause could not be determined. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a guidewire contained in a plastic bag. Use residue was observed on the guidewire in the returned photograph. The coil wire was unraveled and elongated, indicating the core wire was broken. Although a damaged guidewire was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that the wire is stuck and cannot be pulled out. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported that the wire is stuck and cannot be pulled out. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.